Event description:
Reported as: "...on examination the band had lost 3cc of saline within this time. (7cc inflatable volume was reduced to 4cc 3/7 after the most recent inflation)." (Leak)

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 19/sep/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."